Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 5 - pors (power on reset) for write to locked ram between (B)(6) 2010. 1 - patient alert for device circuit error on (B)(6) 2010 08:17:16.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a power on reset occured and wireless telemetry "no longer available w/ this device". Patient recently discharged from radiation therapy. The device was reprogrammed to clear the reset. The device remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported that a power on reset occured and wireless telemetry "no longer available w/ this device". Patient recently discharged from radiation therapy. The device was reprogrammed to clear the reset. The device remains in use. No patient complications were reported as a result of this event.